Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. The physician suspected rv lead fracture. The physician elected to cap and replace the rv lead. The patient was recovering following the procedure.

Event description:
Additional information received notes that the patient condition was stable after the right ventricular (rv) lead replacement procedure.